Manufacturer narrative:
During the preventive maintenance (pm), the autopulse platform (sn (B)(4)) failed the brake gap inspection test. The drive train motor brake assembly air gap was too wide (measured at 0.013"), which is out of the specification (0.008") and is not adjustable. The two motor shaft dimples had widened/worn out. The m3-.5 x 4mm set screws would not lock into the encoder shaft's dimple locking wells and caused the brake to disengage. In addition, noticed a worn-out clutch plate. The drive train motor, along with the clutch plate, was replaced to address the observed failure, likely attributed to the device's aging. The autopulse platform was manufactured in 2016 and is five years old. Upon visual inspection, noticed a broken screw holder on the front enclosure, likely attributed to user mishandling or normal wear and tear. The front enclosure was replaced to address the observed physical damage. The autopulse platform passed the functional testing without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During the preventive maintenance (pm) on (B)(6) 2021, the returned autopulse platform (sn(B)(4)) failed the brake gap inspection. No patient involvement.